Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb cable, resulting in the pump shutting down. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. The customer reported to the emergency room (ER) due to a blood glucose (bg) level of 530 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.